Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "textured" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification), and missing piece of the shell anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Red particles observed in the surface of the shell.

Event description:
Healthcare professional reported "rupture" and "textured" against right device. The device has been explanted and replaced.

Event description:
The device has been replaced.